Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump didn't display load point during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "doesn't display load point" was reproduced as system error 320. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as system error 320. The cause of the condition was the upper hook switch which was stuck in the switch box and was not rebounding as required. The upper auxiliary requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.